Manufacturer narrative:
(B)(6). Per the clinic, on (B)(6) 2016 the patient was administered general anesthesia to facilitate abutment removal. On (B)(6) 2016 the patient was administered a kenalog injection to prevent keloid formation at the implant site. The implanted device remains. This report is filed may 2, 2016.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced inflammation at the implant site. On (B)(6) 2015 the patient presented with a keloid formation with reportedly popped and drained. The patient was treated with a kenalog injection and oral antibiotics (duration not reported). The implanted device remains.